Event description:
A report was received that the patient had difficulty charging the ipg. It was reported that the patient had a knee surgery where electrocautery was used. The patient underwent an ipg replacement procedure. Device malfunction was not suspected. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Sc-1110-02(sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, mechanical and photographic imaging tests performed. The complaint was not verified. The ipg was successfully charged to 3.99 volts in one cycle. The battery depletion rate was within a normal range. Quiescent current measured 84 ua. The device was capable of being charged fully under a proper charging method. The device exhibited normal device characteristics.

Event description:
A report was received that the patient had difficulty charging the ipg. It was reported that the patient had a knee surgery where electrocautery was used. The patient underwent an ipg replacement procedure. Device malfunction was not suspected. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).